Event description:
Additional information was received that a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable with no consequences.

Event description:
During an remote follow-up, noise resulting in oversensing, post-paced t-wave oversensing and intermittent pacing resulting in a loss of pacing were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead fracture but it was not confirmed. Diagnostic imaging was performed but no anomalies were observed. Provocative testing was performed and the noise was able to be reproduced. Therapies were turned off and the device was programmed while lead revision is anticipated. The patient is stable and is pacer-dependent.